Event description:
The twiist pump by sequel does not provide substantial alerts for hyperglycemic events nor does it work actively enough to counteract hyperglycemic events, leading to overall worse blood sugars, which lead to higher risk of organ failure, neuropathy, etc. The twiist team is fairly responsive but offers no solution no do they acknowledge that the issue will lead to worsened health results. Over the past several months, I have experienced the worst hyperglycemic events since I was first diagnosed with type 1 diabetes. There are no secondary alerts to high blood sugars, the alerts you do receive do not update so you'll see the same number each time even if the number has changed drastically, and the "closed loop system" functionally does not work hard enough to correct hyperglycemic events, causing them to last hours at a time despite manually corrections.